Manufacturer narrative:
Manufacturer investigation conclusion: the reported event, of a charging fault and burning components, was confirmed when the unit was evaluated by technical service (edc). The customer reported that the charger stopped working during a storm. Damaged (burnt and charred) components were found on the charger ps pcb assembly; the damaged components were no longer installed on the board. The damaged components were part of the channel surge protection and emi input filtering circuits. The damage appears to be consistent with an electromagnetic disturbance such as the reported storm. The charger was repaired by replacing the charger ps board, logic board and ac powerline filter. The removed charger ps board and logic board were tested with a reference charger and batteries. Slot # 3 (channel 3) failed to operate properly (red light fault and s0003 error code). The fault occurred immediately - when the board was powered up. The other channels (1, 2 and 4) powered up properly and were able to charge batteries. The slot# 3 (channel 3) surge protection fuse (ref: f4) and an inductor for high frequency noise (ref: l5) were damaged and no longer on the pcb. The inductor was burnt and charred; the outer label around the inductor was missing. The fuse body was missing; the broken off leads were still installed in the pcb. Without these components, the channel was unable to produce an any output voltage. The output voltage was essentially zero (0 vdc). As such, the charger detected an output voltage error. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: unknown, will be updated upon the manufacturer's investigation conclusion. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on an unknown date. It was reported that during a summer storm the patient observed smoke from the universal battery charger (ubc). Per the service engineer, the toroidal core inductor was burned and two capacitors were "blown up". As a result, the ubc was exchanged. No further information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.